Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 49586isp mfg date: 05/18/2009, exp date: 06/30/2014. Batch 49697isp mfg date: 06/03/2009, exp date: 07/31/2014. Batch 49737isp mfg date: 06/24/2009, exp date: 07/31/2014. Batch 49738isp mfg date: 07/02/2009, exp date: 07/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria

Event description:
It was reported that a patient underwent a pancreatoduodenectomy in 2009. On the fifth post-operative day, the patient's drainage rapidly increased and a hole was found in the intestinal track in the "facies posterior pancreaticojejunostomy". The drain was removed through a separate puncture wound. The patient underwent natural healing, and there was no additional medical/surgical intervention. The surgeon opined the drain was hard, so it easily nicked the tissue near the anastomosis site.